Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation and the serial number was not provided for a DHR review.

Event description:
While using a g98a scaler, the unit handpiece and insert tips are getting hot; no injury reported.